Manufacturer narrative:
Addendum and correction: additional info received indicated that previously reported CABG had involved distal rca and 2nd om lesions. As per CABG report, all stents in the lad were widely patent. There was a complex ostial 70% and proximal 70% stenosis in the circumflex. Two obtuse marginal branches come off proximally and the native circumflex. The om branch had a stent with 30-40% restenosis in the mid portion of the stent. The rca vessel had 60% stenosis. The rca and om vessels were bypassed during the CABG. There was only 1 cypher stent in the om vessel. All other index stents were noted to be patent. The CABG report does not indicate that the patient was admitted with an mi. Previously reported events of mi and restenosis ((B)(6) 2012) have been deleted from this file.

Manufacturer narrative:
Concomitant medications included ace inhibitors, aspirin, plavix, eptifibatide, glucophage, heparin, mevacor, niaspan, nitrostat, and ramipril. Complaint conclusion: the complaint received states that this (B)(4) study patient had elevated enzymes post procedure and the approximately 30 months post index suffered an mi and coronary restenosis. This is a 58 year-old male patient with medical history including angina, peripheral artery disease, hyperlipidemia, hypertension, diabetes mellitus type ii, renal insufficiency, smoking greater than 30 days, allergy to codeine, kidney transplant 1990, resulting in chronic renal insufficiency. In (B)(4) 2010, the index pci was performed to treat three target lesions. The first lesion was and mid lad described as 80% and de novo. Timi 2 flow was noted pre-intervention. The lesion was pre-dilated and a 2.5x23mm cypher rx stent was deployed. A 2.5x8mm cypher rx stent was deployed distal to and overlapping the previous stent to fully cover the lesion. Post dilatation was not performed. 0% residual stenosis and timi 3 flow were noted. The second lesion was the proximal lad described as 75% and de novo. This also had timi 2 flow pre-intervention. Pre-dilation, single stent placement and post-dilation were successfully completed in this lesion. 0% residual stenosis and timi 3 flow were also noted in this lesion. The third target lesion was the 1st om described as 90% and de novo with timi 2 flow. Pre-dilation and single stent placement were successfully accomplished. 0% residual stenosis and timi 3 flow were also noted in this third lesion. As reported by the (B)(4) study approximately thirty months post index procedure the patient experienced open heart surgery with bypass. To date there has been no further information available regarding the restenosis sites and the CABG surgery. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15105352 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes. This is one of four products involved with these adverse events in which associated manufacturer report numbers are 3003742446-2013-00006, 3003742446-2013-00007, 3003742446-2013-00008, and 3003742446-2013-00009.

Event description:
As reported by the (B)(4) study, approximately thirty months post index procedure, the patient had an mi resulting in open heart bypass surgery. Pci was performed on an 80% de novo lesion in the mid lad of 16mm in length in a 2.5mm vessel diameter. The lesion was classified as b1 with timi ii flow. The lesion was pre-dilated with a 2.5x8mm non cordis balloon catheter at 6 atm before a 2.5x23mm cypher rx stent was deployed at the target lesion at 6 atm followed by deployment of a 2.5x8mm cypher rx stent at 14 atm, distal to and overlapping the previous stent which did not fully cover the lesion. Post dilatation was not performed. The residual diameter stenosis measured 0%. Timi iii flow was restored post-procedure. Pci was performed on a 75% de novo lesion in the proximal lad of 15mm in length in a 2.5mm vessel diameter. The lesion was classified as b2 with timi ii flow. The lesion was pre-dilated with a 2.5x8mm non cordis balloon catheter at 8 atm before a 3.0x18mm cypher rx stent was deployed at the target lesion at 14 atm. Post dilatation was performed with a 3.0x15mm balloon at 14 atm as standard procedure. The residual diameter stenosis measured 0%. Timi iii flow was restored post-procedure. Pci was performed next on a 90% de novo lesion in the 1st obtuse marginal of 8mm in length in a 2.5mm vessel diameter. The lesion was classified as b1 with timi ii flow. The lesion was pre-dilated with a 2.0x8mm non cordis balloon at 8 atm after failed direct stenting of a 2.5x13mm cypher rx stent. The stent was withdrawn, removed to sterile setting and was re-inserted for deployment which was then successful. Post dilatation was not performed. The residual diameter stenosis measured 0%. Timi iii flow was restored post-procedure. Additional information has been ordered.